Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hepatic angioma, the surgeon had closed the device to fire and he made the three stokes successfully and in the third stroke when supposedly the blade returns to the original position, that did not happen. The blade had begun to return but had stopped in the middle. The experienced surgeon tried to return the blade manually by pushing the manual lever several times without success. He converted the surgery.